Event description:
It was reported that a new user of the ilet bionic pancreas experienced hypoglycemia, with a lowest reported blood glucose of 49 mg/dl, while using a dexcom g6 and engaging in physically active work; the user treated with oral carbohydrates including fruit and juice, and glucose subsequently rose to 61 mg/dl and then 86 mg/dl. Investigation included troubleshooting and education on adaptation and proper meal announcements, with recommendation to consult the trainer regarding potential setting adjustments. Further investigation of this case revealed that the cause of hypoglycemia was unclear. The user reported clinical symptoms included dizziness and shakiness associated with low blood glucose consistent with hypoglycemia. Outcomes included resolution of hypoglycemia after oral carbohydrate intake without the need for medical intervention. It was concluded that, based on previously established findings for similar reports, no device malfunction was confirmed and that user education on meal announcements and adaptation should continue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.